Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge/segmental resection (thoracotomy). According to the reporter: the procedure was performed for resection of a tumor at basal segment of lung. The conditions of lung tissue in the patient was thick, solid, fragile because of interstitial pneumonia. The procedure was performed under double-lungs ventilation. With the first reload, even though the surgeon felt it was considerably hard to squeeze the handle, the firing was completed. After loading the second sulu with setting the reinforcement material, the jaw could not be closed. Using an electrical surgical knife the part to be operated was cauterized so that the tissue could become thinner. Then found the jaw could be closed with grasping the cauterized tissue and it could complete the firing even though a doctor felt a bit of difficulty in squeezing the handle. However later found the black return knob could not be returned back. For release of device, the lung tissue around the jaw on the proximal side was cut out by electrical pencil. The device was removed from patient with the tissue grasped by the jaw. By this additional resection of lung tissue by surgical pencil, the bleeding occurred from the vessel in the area around the operation site. The amount of bleeding was about 400 ml and no transfusion was required. Reinforcement material (neoveil tube type) was used.

Manufacturer narrative:
(B)(4).